Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of pfc tkjr; (B)(6). Primary implant year 2005. Revision of (r) tkjr due to osteolysis surrounding the joint. ¿everywhere¿ (as per surgeon). Jnj representative - (B)(6) and jnj representative, (B)(6), were present for the case. All pfc implants removed and attune revision performed. Male patient ID: (B)(6), aged (B)(6), dob: (B)(6) 1934. Impacted product: unknown jrn: pfc cruciform keel tray size 5 fb / lot # unknown; unknown jrn: pfc cr femur size / lot # unknown; unknown jrn: pfc cr fb insert size 5 / lot # unknown.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.